Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a full recapture of the closure device. There was no damage noted to the wds. No patient injury or complications were reported. Procedure was completed with another of the same device. It was further reported that this complaint is a duplicate and has already been reported under (B)(4).

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a full recapture of the closure device. There was no damage noted to the wds. No patient injury or complications were reported. Procedure was completed with another of the same device.